Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported low power hazard alarms via the submitted log file. The log file contained approximately thirteen hours of data ((B)(6) 2019 22:10 ¿ (B)(6) 2019 11:46 per timestamp). At 22:12 while the black power cable was disconnected from power, the voltage on the white cable dropped to ~7.3v then to ~3v in approximately 2 seconds activating the low power hazard alarms. The alarm cleared once power was restored, the event lasted approximately 3 seconds, and appear to be related to a loss of power while connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The other no external power alarms were related to the user disconnecting both power cables at the same time. The mobile power unit was not returned for analysis and remains in use. Attempts were made to gather more information regarding the reported event, to date no further information has been provided. The root cause for the loss of ac power while the controller was connected to the mpu and subsequent low power hazard alarms was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event. PMA/510(k) #: p160054.

Event description:
It was reported that during review of the submitted log file for the reported no external power alarms it was noted that one of the observed low power hazard alarms was related to a loss of ac power while the controller was connected to the mobile power unit mpu. No further information was provided.